Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no non-conformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the valve-in-valve procedure have been unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for regurgitation and stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a valve-in-valve procedure scheduled to correct a failing 23mm aortic pericardial valve due to stenosis and mild regurgitation. Implant duration at the time of the presentation was seventeen (17) years, three (3) months and eighteen (18) days. It was noted this would be the patient's 3rd time redo for avr with prior avr/CABG and redo CABG with ima. There has been no update on the patient condition. Through follow up with the health care provider, it was learned this patient received a 23mm model 9300tfx in a valve-in-valve procedure on (B)(6) 2014. No additional information has been made available.